Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information received indicates that threshold trending higher over time so took precaution and added anything lead. Likely moving towards fracture. This lead remains in service. No adverse patient effects were reported.